Event description:
During intubation, the fiberoptic rod, dislodged from the channel housing it. It fell into the pt's mouth. The emt stated, "there was a lot of blood in the airway due to a gi (gastrointestinal) bleed. The fiberoptic could not be seen because of the (amount) of blood. A metal blade (MFR unreported) was selected for a second intubation attempt. Intubation was successful using the metal blade. While suctioning, the fiberoptic rod was located; however, it was discarded. The blade was saved (for eval).